Event description:
It was reported the programmer has a broken cable. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the electrocardiogram (ECG) connector was loose. It was also noted that the power cord bay door tabs were broken and the hinge cover was missing.